Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.(B)(4).

Manufacturer narrative:
A non-sterile prowler sel plus 150/5cm 45tip was received coiled inside of a plastic bag. An enterprise stent was found deployed in the hub. The delivery wire and introducer tube were not returned for analysis. No anomalies were observed on the received unit. The enterprise stent was removed from the microcatheter and it was inspected under a microscope and no damaged was found. The functional analysis could not be performed because it is necessary that the stent is still inside the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10243803. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure that the delivery wire could not go through the microcatheter reported by the customer could not be evaluated due to the delivery wire was not received. The failure that the stent prematurely deployed reported by the customer was confirmed because the stent was received deployed into the microcatheter hub. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
Resistance was felt when an enterprise vrd (enc453700/10243803) was inserted into the prowler select plus (606-s255fx/16078525) during stent-assisted coil embolization of an aneurysm at the patient¿s vertebral artery that was mildly tortuous but not calcified. It was reported that an unspecified 6fr long sheath by medikit, a nueroute guide wire (medicos hirata, type unknown), a 6fr fubuki guide catheter (asahi intecc, type unknown), and an excelsior sl-10 microcatheter (stryker, type unknown) were also used for the above procedure. No further details of the accompanying devices are available. Prior to the event, the aforementioned excelsior was successfully placed into the aneurysm for the jailing technique and the complaint prowler was guided to the position distal to the target lesion site for the vrd deployment. The physician experienced a resistance when he inserted the complaint vrd into the complaint prowler. The physician nevertheless continued the insertion. However, the vrd was prematurely deployed inside the prowler, and left behind as the delivery system was inserted further. Both complaint products were withdrawn from the patient, and the premature deployment of the vrd inside the microcatheter was confirmed by touch. The procedure was completed with a new enterprise and a prowler (both details unknown). There was no further issue or delay in the procedure, and there were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of this device. There were no other damages on any part of the device apart from the detachment of the actual stent. The complaint products will be returned.